Event description:
It was reported that the patient's blood glucose level rose to 334 mg/dl while wearing the pod between 36 and 48 hours. The caregiver reported that boluses were not working as the patient had a blood glucose level of over 250 mg/dl for 6 hours. They stated that the adhesive had been secure during wear. After the pod was removed, it was noticed that the cannula had not been properly inserted and there was moisture in the viewing window. The patient usually rotated their pod insertion sites. The caregiver stated that the patient would resume pod treatment after they showered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.4 hardware: iphone17.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.